Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The current patient status was not provided by the customer. If additional information is provided, we will submit a supplemental report.

Event description:
It was reported that, during patient use, the cardiosave intra-aortic balloon pump's (iabp) ECG (electrocardiogram) waveform was noticed being noisy on the monitor. This noise occurred upon applying the defibrillation using the ECG orange cable. The customer replaced the cable with another, and the noise disappeared. It was subsequently reported that the patient was in atrial fibrillation which necessitated the use of the defibrillator.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Our (B)(4) getinge representative has clarified that the patient was in atrial fibrillation necessitating the use of the iabp. Therefore, there was no adverse event to patient because the iabp was the indication for use based on the patient's condition.

Event description:
It was reported that, during patient use, the cardiosave intra-aortic balloon pump's (iabp) ECG (electrocardiogram) waveform was noticed being noisy on the monitor. This noise occurred upon applying the defibrillation using the ECG orange cable. The customer replaced the cable with another, and the noise disappeared. It was subsequently reported that the patient was in atrial fibrillation which was the indication for use of the iabp. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be provided upon receipt.

Event description:
It was reported that, during patient use, the cardiosave intra-aortic balloon pump's (iabp) ECG (electrocardiogram) waveform was noticed being noisy on the monitor. This noise occurred upon applying the defibrillation using the ECG orange cable. The customer replaced the cable with another, and the noise disappeared. There was no patient injury or adverse event reported.

Manufacturer narrative:
It was reported that the getinge sales representative exchanged/replaced the ECG cable for the customer and the unit was cleared for clinical use. No other parts were replaced.

Event description:
It was reported that, during patient use, the cardiosave intra-aortic balloon pump's (iabp) ECG (electrocardiogram) waveform was noticed being noisy on the monitor. This noise occurred upon applying the defibrillation using the ECG orange cable. The customer replaced the cable with another, and the noise disappeared. There was no patient injury or adverse event reported.